Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the atrial lead was dislodged, and it was confirmed via fluoroscopy. Upon further trial, the helix was bent and exhibited rotation anomaly. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, damaged helix and helix mechanism issue. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of damaged helix was not confirmed. Visual and x-ray examinations found that the helix was normal. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.